Manufacturer narrative:
Additional procode: hsz, gfa, gff complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: customer quality investigation: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s).the image(s) was reviewed, and the complaint condition(s) of broken was confirmed as the distal tip is broken. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation was not performed as the lot number could be determined from the image. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: a manufacturing record evaluation was not performed as the lot number could be determined from the image. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during distal fibula surgery using variable angel (va) ankle system, one (1) 2.0mm drill bit broke and one (1) screwdriver handle was damaged. The drill bit 2.0mm broke during drilling of proximal screw and the broken drill shaft was retained in drill. The broken drill tip fell onto the floor, a new drill bit was selected and the procedure continued without incident. The screwdriver handle's rotating cap broke off during use. The surgeon continued use of screwdriver without incident. There were two (2) minutes of surgical delay. Fragments were easily removed. The procedure was successfully completed. Patient outcome as planned. Concomitant device reported: unk - drill (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 2.0mm drill bit/qc/125mm. This is report 1 of 2 for (B)(4).